Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor distorted, the distal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; the analyst noted that the helix cannot be extended or retracted due to distal conductor distorted within the connector; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt the helix mechanism of the lead was tested outside the patient with normal behavior. But intra-operative it was not possible to extend the screw out event after 25 turns. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.